Event description:
Patient was revised to address dislocation. During surgery, the patient seemed completely stable, but the surgeon still felt it necessary to use a constrained liner. He discovered during motion that the neck was impinging on the +4 10-degree liner so much that is was peeling off some of the poly. He decided to remove the new constrained liner and implanted a constrained liner with a +4 neutral construct and a longer head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.